Event description:
It was reported that when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The reported defect of underfill was not observed in the provided photo, as it shows an unused tube. Additionally, 20 retained samples were subjected to functional testing, and all samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.